Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read "high"; however, a specific bg value was not provided. Customer also had a small ketone level. A manual insulin injection was administered by the spouse to address bg. Reportedly; the customer reverted to an alternate method of insulin therapy.